Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the internal battery for their v60 ventilator was not charging, and the device was displaying internal battery failure." There was no indication of patient involvement/harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. Should additional information become available, this record will be reopened and updated accordingly.